Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury and reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that in the past, he experienced urinary tract infection while using convatec product and felt it was related. He saw his doctor who prescribed cefpodoxime. It was also reported that the starter holes were frequently off centered, though not always by much. No photo is available at this time.